Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred during bolus deliveries. In addition, a minimum fill notification occurred during the load sequence. The customer's blood glucose level was 156 mg/dl. Reportedly, the cartridge alarms persisted and the customer reverted to manual injections for insulin therapy.